Event description:
The customer reported that the AED was displaying a 'replace battery now' warning and the asi is flashing red. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED was displaying a 'replace battery now' warning and the asi is flashing red. The battery pack has an expiration date of february 2025 and the pads have an expiration date of september 2025. The maintenance schedule is reported as monthly. Trouble shooting with the customer: the caller replaced the 9v battery, used an alternate battery pack, and the AED displayed a service code for 'battery voltage (mv)', which may be caused by cycles of incomplete self-tests due to depleting battery. With the alternate battery pack the asi is flashing green after a manual self-test was performed and the service code warning was cleared. The AED is ok to remain in service with the alternate battery pack. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.